Event description:
While attempting to place a cvc, the wire broke and remained in the patients femoral artery. The physician could not pull it out and the patient will have a secondary surgery to retrieve. A secondary procedure will be needed to remove the device from the patients femoral artery.

Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. In addition each wire guide comes with an attached caution label which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without an inspection of the complaint product a definite root cause cannot be found. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. As a result of previous complaints and with a goal of improving the product performance a CAPA has been issued to address the issue of separation with this product. Root cause is inconclusive. The appropriate internal personnel have been notified. We will continue to monitor for similar complaints.